Manufacturer narrative:
The product was not returned. The complaint could not be confirmed without return of the actual complaint unit. It could not be determined if any clinical factors may have contributed to the event. A review of the manufacturing records indicated that the product met specification at the time of release. No further actions will be taken at this time.

Event description:
It was reported that blood leakage was observed from the connection between the zero stopcock and pressure tubing from the arterial line during use. About 200cc of blood was lost, but treatment such as blood transfusion was not necessary. It is unknown whether the connection was loose or if there was crack on the connector. The device will not be returned for evaluation since it was discarded. There were no patient complications reported.